Manufacturer narrative:
This initial MDR will be the only report submitted for MFR report #3008114965-2018-00619. Additional patient and initial reporter information has been requested, however, not yet received. Manufacturing and expiration dates have been requested, however, not yet received. The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a medstream control unit (914205/(B)(4)) was used during a procedure and no communication with the pump was possible. The procedure was successfully completed using another control unit. There were no consequences to the patient and no significant procedural delay.

Manufacturer narrative:
Product complaint #: (B)(4). This final MDR will be the only report submitted for MFR report #3008114965-2018-00619. Conclusion: the complaint was not confirmed based on the complaint investigation. The control unit was received on april 23, 2018, along with the suitcase, charger 220v, adaptors, and usb cable, and was tested upon receipt. It was cleaned with alcohol and successfully turned on. Communication was possible between the control unit, #(B)(4) and the test pump. The control unit was forwarded to the manufacturer for additional evaluation and repair on june 13, 2018, to check for a potential detuning of fsk; the issue was confirmed. The communication problem was due to a fsk signal out of tolerance. The control unit was re-worked and functional tests were performed. The root cause was identified as an abnormal setting of the fsk demodulator circuit of the control unit pcb1 (due to an old version ¿ hw analog version 0007). The control unit will be returned to the customer.

Manufacturer narrative:
This follow-up MDR will be the only report submitted for MFR report #. Additional information received on may 14, 2018: the serial number of the medstream control unit is (B)(4). The control unit was tested with other pumps and there was no communication with those either. The event occurred during a refill procedure, no communication between the pump and control unit upon first pump query. There were no adverse effects to the patient as a result of this event and no delay in procedure. The patient information is not available.

Manufacturer narrative:
Product complaint # (B)(4). This follow-up MDR will be the only report submitted for MFR report #. This report is being submitted to capture the device receipt date of april 23, 2018. Additional information will be provided within 30 days of receipt.